Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen unresponsive issue.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen unresponsive issue. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g1 contact person mfg site, g2, g3, g6, h2, h, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, h6 health effect ¿ clinical code, medical device problem code it was reported that the intra-aortic balloon pump (iabp) touchscreen was unresponsive. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.